Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u713 op amp on the distribution node pca. The root cause for the defective u713 op amp could not be positively identified. There were no adverse events associated with the electrode belt malfunction.